Event description:
Patient undergoing outpatient lung biopsy. During the second biopsy, the device made a strange sound. Device was removed and found to be broken. The locking mechanism would not function and was broke away from it's usual location per operating md. Post procedure CT scan showed a pericardial effusion requiring placement of a pericardial drain. Pt was stabilized and admitted for monitoring.